Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. The patient had reported hypotension. Subsequently this rv lead was explanted and successfully replaced. No additional patient adverse effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. The patient had reported hypotension. Subsequently this rv lead was explanted and successfully replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.